Manufacturer narrative:
The customer declined to have a field service engineer (fse) dispatched to the site as the customer considered the issue to be sample related. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Two discordant immulite 2000 anti-tg ab (atg) results were generated on two patient samples. The samples were subsequently repeated by the laboratory. There is no known report of treatment given or withheld based on the discordant atg results.